Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube experienced an issue with sterility (product not sterile). The following information was provided by the initial reporter: translated to english. The customer stated: "tube in shelf pack was upturned on the tube tray. The hemogard cap was also dislodge from the tube."

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect placement and dislodged stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube experienced an issue with sterility (product not sterile). The following information was provided by the initial reporter: translated to english. The customer stated: "tube in shelf pack was upturned on the tube tray. The hemogard cap was also dislodge from the tube."